Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. The product will continue to be monitored. There were no patient consequences.